Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare ('fph') us office that an rd900aeu neopuff infant resuscitator had cracked casing. This was noticed during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device, rd900aeu neopuff infant resuscitator, is en route to fisher & paykel healthcare (B)(4) for investigation. We will provide a follow-up report upon receipt of the complaint device and completion of the investigation.